Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their blood glucose was over 600 mg/dl. The patient treated via manual insulin injection. The caller was advised to take the customer to the ER for treatment and the caller agreed. The infusion set appeared undamaged. The insulin pump was not returned for analysis.